Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) bath not seated properly on the wbc apertures, which caused the fluid leak. The fse replaced the wbc aperture o-rings and wbc bath assembly and resolved the fluid leak issue. The fse also replaced the left bedlock and adjusted rockerbed sensors due to bed not level system errors. The fse verified system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately twenty milliliters of blue fluid dripped from under the instrument during system shutdown involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.